Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. The report states that the patient had normal blood glucose levels two days prior. He changed his insulin cartridge and infusion set. Later his blood glucose was in the 200 to 300 range and did not respond to correction boluses. The report states that a day prior to hospitalization, his blood glucose levels were even higher, but the patient did not attempt to change his set or site. He was admitted to the hospital on that day with a blood glucose >800. He treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence,but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.